Event description:
Md noticed that the insulation piece white piece came off of the tip of the harmonic instrument during the robot assisted paraesophageal hernia repair. It was just hanging on the end of the instrument. The instrument was removed and a new instrument was used. There was no harm to the pt.